Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and no device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was discarded.